Event description:
It was reported that an unspecified amount of bd micro-fine ultra¿ pro pen needles were blocked while injecting insulin. The following information was provided by the initial reporter, translated from french: "some of the needles in the box became blocked, preventing the administration of insulin."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified amount of bd micro-fine ultra¿ pro pen needles were blocked while injecting insulin. The following information was provided by the initial reporter, translated from french: "some of the needles in the box became blocked, preventing the administration of insulin".

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.